Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2009 - the pt underwent a hernia repair surgical procedure with implantation of a composix kugel mesh patch. The attorney's report alleges permanent injury, pain, additional surgery, infection, defective mesh, explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. It is alleged that the pt suffered from multiple issues including, infection and adhesions both of which are known possible adverse reactions listed in the IFU, however there is no info provided to support these claims of adhesions and infection. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the current available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.